Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The first clip jammed on the tissue. The device eventually was opened off the tissue with no damage. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.